Event description:
It was reported that the system made a noise and produced an overload fault error message. This error causes the system to shut down, resulting in a loss imaging functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The high voltage cable was evaluated and regreased. The system was tested and found to be working as intended and returned to service.